Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure, a versacross rf wire was selected for use. It was noted that during insertion, the coating on the wire has been scraped off. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have two coating tears in distal section. Therefore, the reported allegation is confirmed based on the returned product.

Event description:
It was reported that during pulmonary vein isolation procedure, a versacross rf wire was selected for use. It was noted that during insertion, the coating on the wire has been scraped off. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.